Manufacturer narrative:
D10 ¿ date returned to mfg ¿ may 8, 2020 h10 - a single used d1000 tego was received with some visible seal tearing on the exterior of the device but nothing that would have had access to the fluid path. No mating device was returned to evaluate with the tego. The tego was pressure and vacuum leak tested. The tego met pressure and vacuum leak expectations outlined in the product performance specification. Though there was evidence of external damage and some apparent blood residuals there was no tego leakage that would have allowed air into the fluid circuit. The cause of the external seal damage cannot be determined. The complaint was unable to be confirmed or replicated. The device history review (DHR) for lot number 4333361 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a tego connector, that during patient use, when priming the line at the beginning of dialysis, air was noted in the breathing branch. It was reported that the dialysis generator started to alarm due to air in the line. The lines were clamped noting exhaust air in the pocket. The tego was replaced, re-primed, and the dialysis session continued. The disinfectant used on the tego connector was frekaderm. There was a delay in therapy; however, there was no blood loss, no adverse events, no medical interventions were required and no drug was administered.